Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated that after the pump set was replaced, air began to enter. Once they switched to a new device, no further issues were noted. No patient injury reported.

Manufacturer narrative:
H 3 evaluation summary: no device history record (DHR) review could be performed because the lot number was not available. One used sample was received at the manufacturing site for evaluation. Visual inspection was performed and found the line was detached from the cassette. The failure mode, air in the line could not be found because a functional inspection could not be performed on the sample due to the detachment of the tube. For the air in the line, no root cause could be determined. However, a root cause was found for the tubing line detachment. The root cause can be found related to the tubing diameter being out of specification causing the detachment. A corrective and preventative action (CAPA) for the tubing line has been opened. This complaint will be closed with no further action and will be used for tracking and trending purposes.